Event description:
A risk assessment professional reported that the machine was not working well during a procedure. When aspiration was attempted with the depression of the foot pedal, there was a sudden surge and an unstable chamber. The procedure was completed; however, the patient experienced corneal edema. The patient was seen for a follow-up exam and it was noted that the patient's eye was "settling down well."

Manufacturer narrative:
A company clinical analyst reviewed the complaint and stated the following clinical opinion: corneal edema is an expected, known, and accepted risk following any intraocular surgery as the benefits outweigh the risks in the majority of cases. Some examples are density of the lens nucleus, u/s power, viscoelastic used, type of iol implanted, patient age, pre-existing or pre-operative pathology (e.g. Fuchs dystrophy, etc.) Among other factors. In the majority of cases, postoperative corneal edema is a transient condition that is effectively managed with routine anti-inflammatory post-surgical medical regimen. There is currently insufficient information to conclude that the corneal edema was primarily caused by the performance of the system or other surgical factors present at the time. The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A root cause cannot be determined conclusively. (B)(4).